Manufacturer narrative:
H3. Analysis of the lead (l/n va2z6lh) found the distal end of the lead was bent out of the box. Analysis of the lead (l/n va2z6lh) found the distal end of the lead was bent out of the box. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# (B)(6) serial# implanted: explanted: product type lead product ID 3389s-40 lot# (B)(6) serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #:(B)(6) , ubd: 24-oct-2026, UDI#: (B)(4). ; product ID: 3389s-40, serial/lot #: (B)(6) , ubd: 24-oct-2026, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead contact was too bent. Contributing factors and troubleshooting measures performed were unknown. The product was replaced. The issue was resolved. No symptoms were reported. Additional information was received reporting that this was observed immediately out-of-the-box.